Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, skin disorder, vulvovaginal warts, gravida ii, parity 2 and anemia. *(B)(6) 2010: bilateral breast sonogram : the echogenic pattern in the right and left breast is well visualized. No cysts, solid masses or dilated ducts noted. Mammography is not available for correlation. Previously administered products included for to regulate menses: depo-provera shot in 2010. Concurrent conditions included vaginal discharge, vaginal itching, genital bleeding, anesthesia, uterine myoma and overweight. Concomitant products included ibuprofen from (B)(6) 2009 to (B)(6) 2012 and paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2012. In 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy irregular vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("abdominal pain"), 14 days after insertion of essure. On (B)(6) 2011, the patient experienced vaginal infection ("infection type: vaginal"). On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced alopecia ("hair loss."). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a full hysterectomy with right side salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the vaginal infection, depression, anxiety, alopecia, abdominal pain lower, migraine, headache, vaginal discharge and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: both side 4 trailing coils. Current weight 158 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming- pelvic pain,infection. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: event abdominal pain was added. Concomitant products (acetaminophen and ibuprofen) were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, skin disorder, vulvovaginal warts, gravida ii, parity 2 and anemia. Previously administered products included for to regulate menses: depo-provera shot in 2010. Concurrent conditions included vaginal discharge, vaginal itching, genital bleeding, anesthesia, uterine myoma and overweight. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy irregular vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("abdominal pain"), 14 days after insertion of essure. On (B)(6) 2011, the patient experienced vaginal infection ("infection type: vaginal"). In january 2012, the patient experienced depression ("depression"), anxiety ("mental anguish") and alopecia ("hair loss."). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (underwent a full hysterectomy with right side salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the vaginal infection, depression, anxiety, alopecia, abdominal pain lower, migraine, headache and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: both side 4 trailing coils. Current weight 158 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. (B)(6) 2010: bilateral breast sonogram : the echogenic pattern in the right and left breast is well visualized. No cysts, solid masses or dilated ducts noted. Mammography is not available for correlation. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming- pelvic pain,infection. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Patient relevant history added. Event onset dates added. Outcome of events pelvic pain, heavy irregular vaginal bleeding/ abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) updated to recovered / resolved. Events abdominal pain, migraines, headaches and vaginal discharge added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and genital haemorrhage ('general abnormal bleed') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, skin disorder, vulvovaginal warts, gravida ii, parity 2 and anemia. *(B)(6)2010: bilateral breast sonogram : the echogenic pattern in the right and left breast is well visualized. No cysts, solid masses or dilated ducts noted. Mammography is not available for correlation. Previously administered products included for to regulate menses: depo-provera shot in 2010. Concurrent conditions included vaginal discharge, vaginal itching, genital bleeding, anesthesia, uterine myoma and overweight. Concomitant products included ibuprofen from (B)(6)2009 to (B)(6)2012 and paracetamol (acetaminophen) from (B)(6)2009 to (B)(6)2012. In 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6)2009, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy irregular vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)") and abdominal pain lower ("abdominal pain"), 14 days after insertion of essure. On (B)(6)2011, the patient experienced vaginal infection ("infection type: vaginal/vaginal infection"). On (B)(6)2012, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). In (B)(6)2012, the patient experienced alopecia ("hair loss."). On (B)(6)2012, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a full hysterectomy with right side salpingectomy). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, vaginal discharge and abdominal pain had resolved and the depression, anxiety, alopecia, abdominal pain lower, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: both side 4 trailing coils. Current weight 158 lbs. Received treatment for pain, bleeding,bladder/urinary problems. Yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6)2010: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming- pelvic pain,infection. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received new events- "general abnormal bleed." Added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy irregular vaginal bleeding"). The patient was treated with surgery (underwent a partial hysterectomy with right side salpingectomy). Essure was removed. At the time of the report, the pelvic pain and vaginal haemorrhage outcome was unknown. The reporter considered pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section, skin disorder, vulvovaginal warts, gravida ii, parity 2 and anemia. Concurrent conditions included vaginal discharge, vaginal itching, genital bleeding, anesthesia, uterine myoma and overweight. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy irregular vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced vaginal infection ("infection type: vaginal"). In 2013, the patient experienced depression ("depression"), anxiety ("mental anguish") and alopecia ("hair loss."). The patient was treated with surgery (underwent a full hysterectomy with right side salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and menorrhagia was resolving and the vaginal haemorrhage, vaginal infection, depression, anxiety and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: both side 4 trailing coils. Current weight 158 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion (B)(6) 2010: bilateral breast sonogram : the echogenic pattern in the right and left breast is well viualized.no cysts, solid masses or dilated ducts noted. Mammography is not available for correlation. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming- pelvic pain,infection. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received- new event depression, mental anguish, hair loss were added. Concomitant condition, height and weight were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, skin disorder, vulvovaginal warts, gravida ii, parity 2 and anemia. *(B)(6)-2010: bilateral breast sonogram : the echogenic pattern in the right and left breast is well viualized.no cysts, solid masses or dilated ducts noted. Mammography is not available for correlation. Previously administered products included for to regulate menses: depo-provera shot in 2010. Concurrent conditions included vaginal discharge, vaginal itching, genital bleeding, anesthesia, uterine myoma and overweight. Concomitant products included ibuprofen from (B)(6)2009 to(B)(6)2012 and paracetamol (acetaminophen) from(B)(6) 2009 to(B)(6)-2012. On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy irregular vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)") and abdominal pain lower ("abdominal pain"), 14 days after insertion of essure. On(B)(6)2011, the patient experienced vaginal infection ("infection type: vaginal/vaginal infection"). On (B)(6)2012, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced alopecia ("hair loss."). On (B)(6)-2012, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complications"). The patient was treated with surgery (full hysterectomy with right side salpingectomy). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, vaginal discharge, abdominal pain, bacterial vaginosis and post procedural complication had resolved and the depression, anxiety, alopecia, abdominal pain lower, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, bacterial vaginosis, depression, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: both side 4 trailing coils. Current weight 158 lbs. She had received treatment for pelvic pain, genital bleeding, menorrhagia, bacterial vaginosis, and vaginal discharge". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on(B)(6)2010: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patient¿s pfs: confirming- pelvic pain,infection. Most recent follow-up information incorporated above includes: on (B)(6)2020: plaintiff information form received. Events¿ bacterial vaginosis and post procedural complication¿ was added. Previously reported event" genital bleeding " seriousness downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section, skin disorder, vulvovaginal warts, gravida ii and parity 2. Concurrent conditions included vaginal discharge, vaginal itching, genital bleeding, anesthesia and uterine myoma. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy irregular vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal infection ("infection type: vaginal"). The patient was treated with surgery (underwent a partial hysterectomy with right side salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and menorrhagia had resolved and the vaginal haemorrhage and vaginal infection outcome was unknown. The reporter considered menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: both side 4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion (B)(6) 2010: bilateral breast sonogram : the echogenic pattern in the right and left breast is well viualized.no cysts, solid masses or dilated ducts noted. Mammography is not available for correlation. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming- pelvic pain,infection. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events -"abnormal bleeding (menorrhagia), infection type: vaginal", reporter, patient information added from pfs. Historical and concomittant condition, lab data added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.